Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has been experiencing flickering in her peripheral vision. She also reported photophobia stating it was hard for her to grocery shop due to the bright lights. She has changed all of her lightbulbs in her home to dim lights to ease her symptoms. She reported her symptoms to her surgeon and has a follow up appointment in one week. At the consumer's request, the surgeon was not contacted.